Event description:
It was reported that during implant the implantable cardioverter defibrillator (ICD) was unable to be interrogated. The physician elected to use a different device to complete the procedure. After the device was removed inductive interrogation was able to be performed and revealed that the device was in bvvi mode. There were no patient consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. The reported event of no communication was not confirmed. The device image was corrupted and could not be analyzed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.